Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported no capture on the left ventricular lead was observed. The x-ray revealed the lv lead had pulled out of place. The lv lead was successfully repositioned on (B)(6) 2019. The patient was stable prior, during and after the procedure.